Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label. Unit received with stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of admission, and 82 mg/dl at the time of the call. The first caller indicated that the pump was over delivering. The customer used food to treat. The customer experienced symptoms such as being cold and feeling pain. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label. Unit received with stripped battery cap coin slot.